Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer had switched over to the inner lumen as an alternate pressure source and wanted to verify she didn¿t need to do anything else. The getinge representative verified she had an appropriate waveform with correlating pressures. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.